Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose levels were unknown. The customer reported that the insulin pump had rainbow effect on the screen that affected the visibility. The customer also reported that the screen had minor scratches and the pump rewind was slower. The insulin pump will not be returned for analysis.